Manufacturer narrative:
Customer technical support (cts) instructed the customer to purge and bleach the flowcell. The issue persisted and field service was dispatched. The field service engineer (fse) evaluated the instrument and replaced the diff mixing motor drive assembly. The part was returned on (B)(6) 2013 and evaluation is in-process. Evaluation of product labeling: per labeling, beckman coulter inc recommends avoiding the use of one type of message or output to summarize results or patient conditions. Beckman coulter inc does not claim to identify every abnormality in all samples. (B)(4).

Event description:
The customer reported that the coulter hmx hematology analyzer with autoloader was not recovering differential results on patients and controls. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.